Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a drug business partner regarding a patient who was receiving lioresal intrathecal ampoule (unknown concentration and dose) for an unknown indication for use, although it was reported that the patient's current conditions included muscle spasticity due to neurological disorder (transverse myelitis), medullary origin. Concomitant medications included dantrium. It was reported that, on an unknown date, the patient developed failure of lioresal treatment (treatment failure). It was further stated baclofen administration was attempted via an implantable pump. The attempt was a "fail" because of an infection of the medical device, unrelated to adverse reactions due to treatment. Necessary removal of the medical device was performed. On an unknown date, biological checkup was ongoing and expected. The electrocardiogram showed no particular anomaly and blood pressure was taken (results were not provided). Treatment with intrathecal lioresal was reported as ongoing. The outcome, seriousness, and causality of the event treatment failure were not reported. No further complications were reported/anticipated.